Event description:
New information indicated that the right ventricular (rv) lead was fractured.

Manufacturer narrative:
The reported event of capture anomaly, high lead impedance, and lead fracture was not confirmed. As received, a partial lead was returned in two pieces. A lead impedance test could not be performed due to the condition of the lead received. During electrical testing, the lead was shorting due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly and the inner coil due to excessive forces during the procedure. Blood was noted inside the inner coil in this location.

Manufacturer narrative:
The reported event of capture anomaly and high lead impedance was not confirmed. As received, a partial lead was returned in two pieces. A lead impedance test could not be performed due to the condition of the lead received. During electrical testing, the lead was shorting due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly and the inner coil due to excessive forces during the procedure. Blood was noted inside the inner coil in this location.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited varying threshold and high impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.